Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient's batteries would show changing levels of charge when the power cables were maneuvered. The system controller log file showed low voltage advisory alarms multiple times and battery alarms.

Manufacturer narrative:
The reported event of the controller alarming was conformed and reproduced during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a damaged / severed inner conductor in the white power lead. Movement of the white power cable at the connector end resulted in power cable disconnect and low battery alarms as well as interruption in pump support while tethered to the power module. The log file was retrieved as part of the investigation and contained approximately 23 hours of events, where numerous atypical low voltage and power cable disconnect alarms were recorded. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.